Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9308012 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced a damaged/cracked/deformed syringe barrel or flange which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, after infusion for the patient, applied the PICC, and the flush was used for intravenous catheterization. It was found to be defective when it was taken out of the package, and replaced immediately, without adverse effects on the patient.